Event description:
The account alleged the side rail will not raise to latch. No pt impact.

Manufacturer narrative:
The tech found the side rail slide bracket was bent. The tech replaced the side rail slide bracket to resolve the issue.